Manufacturer narrative:
The physician reported that the pneumothorax was not ion-related and that it could have potentially occurred via another biopsy modality. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement. The biopsied lesion was 1.8 cm in size and located in the left upper lobe, subpleural. The procedure was completed as planned without delays or device malfunction. Post procedure, the patient experienced shortness of breath, and a large pneumothorax was identified. A 14 french chest tube was inserted and removed 2 hours later. The patient was observed and discharged home the same day in stable condition. The diagnosis was adenocarcinoma. The physician reported that the pneumothorax was not ion-related and that it could have potentially occurred via another biopsy modality.